Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient needed to have the implantable neurostimulator (ins) on but when it was on there was a ¿huge vibration¿ that was uncomfortable. The patient had tried every setting and nothing had changed so the patient turned stimulation off and was not currently using the ins for this reason. This had been occurring for the last 5-6 weeks (2017). Additional information was received form the consumer on 2017-08-21 reporting that the circumstances leading to the huge vibration sensation issue was that the patient had a fall and noticed that it started just after that. The manufacturer representative added another setting and did a little education to resolve the issue. The patient was very glad to be able to use their unit again. No further complications were reported.